Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the customer has stated that the lot number is 3246740, the expiration date listed on box was august 2013, and a photo of the box was provided.

Event description:
It was reported that the absorbable hemostat was purchased in (B)(6) 2016 and the expiration date listed on the box was 08/2013. No further information is available.